Event description:
It was reported that the right atrial (ra) lead impedance was rising. It was also reported that the ra lead was believed to have microdislodged during replacement of the defibrillation lead. Therefore the ra lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found. The inner insulation and inner tubing were kinked buckled. The outer insulation had cosmetic cut and cosmetic depression. There was blood in/on the helix/lobe mechanism. There was tissue on the helix. The lead was stretched and had apparent explant damage.